Manufacturer narrative:
Device received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was high as 301 mg/dl, and treated with a correction bolus through the pump. The customer states a piece of the pump where the reservoir goes in was cracked and a chunk came out. Troubleshooting was performed for damage and noticed cracks near the reservoir compartment, however, the reservoir still locks in place and function as designed. The customer declined to troubleshoot for blood glucose. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.